Event description:
Reporter indicated that her daughter was having strep throat infections that may be related to the vns. The patient was to be referred to a surgeon for evaluation. Attempts to the treating neurologist for further information have been unsuccessful to date.